Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device would not arm. A new device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
D6; device returned with not lot identification. Product complaint analysis team has completed its investgigation of device which was returned to co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition conformiing; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, armed, sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon inquiry info, visual examination and functional test, no conclusion could be reaches as to why reported "device would not arm" during surgery occurred. Device was examined, found to be functional, and cycled repeatedly without incident. Experience reported by surgeon could not be repeated during testing. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.